Event description:
It was reported that multiple intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Customer changed cartridge and infusion set to address the issue. Ultimately, the pump was replaced and the customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.